Event description:
Director of cs confirmed that the surgeon was performing a wrist arthroscopy. The surgeon made his initial incision, placed a cannula w/trocar into the site then decided he wanted to use a cannula with an outflow attachment, so the cannula was removed and replaced with the cannula in question. After inserting the scope into the cannula, the foreign matter was noticed. The site was irrigated and the contents of the collection canister were sent to pathology and the results are not known at this time. Surgeon was able to take pictures and had a good image when the foreign body was first observed. Scheduled procedure was aborted. Risk mgmt was notified of the incident. It was also mentioned that the device may be available for review / evaluation in the future. Scope was loaned to the facility by the sales rep, and was in good working order. Rep stated the scope is now bent and the lense is damaged, but the users are not able to tell him whether the scope was damaged during surgery or in the post-op cleaning. O'ring inside cannula was noted to have a small piece missing after surgery. Unk whether the o'ring was in that condition prior to use. No info about when or if the o'ring has been changed, how old the instrument is or the lot number. Rep stated that he does not believe the facility was able to identify what the black foreign body was.

Manufacturer narrative:
Product has not been returned for evaluation. Therefore, no determination could be made for the reported device failure.